Manufacturer narrative:
Date sent: 04/29/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, after firing and during withdrawing the device, bleeding was observed and two of the clips were not clipped to the tissues as they should have and moved out of the site. The bleeding at the non-clipped site was as if water from tap. The surgeon had to use normal suture to close the wound and stop bleeding.